Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2022-04028. The MFR number should have been fei-based with the 10-digit fei being (B)(4). The patient death is reported under manufacturer report number 2916596-2023-03523. Manufacturer's investigation conclusions: a direct correlation between the centrimag device and the reported intraparenchymal hemorrhage and patient outcome could not be conclusively established through this evaluation. It was reported that the patient had a centrimag right ventricular assist device (rvad) placed post heartmate 3 implant on (B)(6) 2023. It was noted that the patient had a moderately dilated right ventricle and moderately reduced systolic function prior to implant. The patient later experienced an intraparenchymal hemorrhage, and surgical intervention was not elected due to the patient's poor prognosis. The patient ultimately expired on (B)(6) 2023 (related manufacturer report number 2916596-2023-03523). The centrimag blood pump was not returned for evaluation. The centrimag blood pump instructions for use (IFU) lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of the centrimag blood pump. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Related MFR. #2916596-2023-03523. It was reported that the patient passed away due to intraparenchymal hemorrhage. It was later reported that computed tomography (CT) scan confirmed the bleeding. The event was likely related to anticoagulation status, normal hemolysis expected from the heartmate 3, and post-implant right ventricular assist device (rvad) requirement. 1 unit of platelets was given. Surgical intervention was discussed but ultimately decided against by the family due to poor prognosis. It was later reported that the patient had a moderately dilated right ventricle and moderately reduced systolic function identified prior to surgery. There were no device or therapy related issues that would have contributed to right heart failure.